Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in the left eye one week post treatment. The surgeon elected to irrigate under the flap on (B)(6) 2014. No loss of best corrected visual acuity.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient has no ingrowth on follow up on (B)(6) 2014. This was not reported in the initial submission. Yes, was not selected in the initial submission. Concomitant product. Visx; 0030-4864, 5886 was not reported in the initial submission. User facility was not reported in the initial submission. Placeholder.